Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 6.2 and drawer 2.1 was failed. The customer reported that there was a delay as the user managed to get medication from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the drawer was failed. A field service engineer confirmed that pharmacist was able to recover failed cubie pockets and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.